Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. In this case, the cause of the pvl and cai cannot be confirmed. However, a combination of patient factors (moderate native valve calcification, severe aortic root calcification, elliptical shape of the native aortic annulus [18.8mmx26.8mm by CT]) and procedural (borderline size of the native annulus for a 23mm sapien valve) factors likely contributed to the pvl. The cai was likely the result of over dilating the sapien valve (1ml added to the delivery balloon) during post dilation to treat the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards field clinical specialist, following deployment of a 23mm sapien valve in a 50:50 position via a transfemoral approach, moderate paravalvular leak (pvl) was observed on tee. Post dilation was performed with 1ml additional contrast solution added to the delivery balloon. Following post dilation, the pvl remained moderate and moderate central aortic insufficiency (cai) was observed. All three sapien leaflets were noted to be functioning. A second 23mm sapien valve was subsequently implanted within the first valve in a slightly more aortic position, which resolved the cai and reduced the pvl to trace. The patient was noted to be in stable condition following the procedure. The native aortic annular diameter was 22mm by tee and 18.8mmx26.8mm (area 389) by CT. The native aortic valve was moderately calcified. The aortic root was severely calcified. The sinus of valsalva (sov) diameter was 29.1mm. There was moderate mitral annular calcification (mac). The patient¿s ejection fraction (ef) was 20%. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. During deployment, ventilation was held and there was no loss of pacing capture. Per the implanting physician, the native annular diameter was borderline for a 23mm sapien valve. During balloon aortic valvuloplasty (bav) with a 22mm bav balloon, the medical team did not observe any regurgitation. The decision was made to implant a stoutly prepped 23mm sapien valve. Per the implanting physician, post dilating the first sapien valve may have caused flaring of the valve and the subsequent cai.